Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the initial reporter provided three invalid lot #s of 559431, 559946, and 559066 device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that 20dp vented IV dc 15 micron experienced 52 cases in missing components, 8 cases of foreign matter contamination, and 4 cases of device damage/deformation. The following information was provided by the initial reporter: lot 559431 31 chambers without pin and broken pin protective ring 1 with double filter on the bottom, one of which welded incorrectly 1 pin not in axis 6 black spots lot 559946 3 pins not aligned, deformed bottom 2 brown spots 20 chambers without pin 1 chamber with very large hole, and without pin 1 chamber with almost detached pin lot 559066 where in the sampling we found 2 pieces with filter in the chamber positioned in a non-compliant way.

Event description:
It was reported that 20dp vented IV dc 15 micron experienced (B)(4) cases in missing components, (B)(4) cases of foreign matter contamination, and (B)(4) cases of device damage/deformation. The following information was provided by the initial reporter: lot 559431 (B)(4) chambers without pin and broken pin protective ring (B)(4) with double filter on the bottom, one of which welded incorrectly (B)(4) pin not in axis (B)(4) black spots lot 559946 (B)(4) pins not aligned, deformed bottom (B)(4) brown spots (B)(4) chambers without pin (B)(4) chamber with very large hole, and without pin (B)(4) chamber with almost detached pin lot 559066 where in the sampling we found (B)(4) pieces with filter in the chamber positioned in a non-compliant way.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 559431. D4: medical device expiration date: unknown . H4: device manufacture date: 2020-08- 25, 26. D4: medical device lot #: 559946. D4: medical device expiration date: unknown. H4: device manufacture date: 2020-09-24-29. D4: medical device lot #: 559066. D4: medical device expiration date: unknown. H4: device manufacture date: 2020-07-29, 30. D10: device available for eval yes, d10: returned to manufacturer on: 2020-12-30. H6: investigation summary one 4364b drip chamber sub-assembly from lot 559431 was received at the manufacturing site for investigation of complaint in which the customer has reported multiple issues regarding the filter of the drip chamber component, including the presence of an extra (double) filter and a filter which appears to have been incorrectly welded or damaged. Examination of the received sample confirmed the customer's experience. One 4364b drip chamber sub-assembly from lot 559946 was received at the manufacturing site for investigation of complaint in which the customer has reported the presence of a large hole in the drip chamber wall. Examination of the received sample confirmed the customer's experience. In this instance the investigation performed by the manufacturing site was unable to identify the likely root cause of the hole in the drip chamber wall; additionally a review of the manufacturing processes confirmed that the drip chamber sub-assembly is subjected to 100% leakage testing, and any components that are identified to fail are segregated and disposed of. A review of the production records for lot 559946 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. (B)(4) 4364b drip chamber sub-assemblies were received at the manufacturing site for investigation of complaint in which the customer has reported multiple issues regarding the drip chamber spigot/pin, including bent/misaligned spigots as well as some sub-assemblies where the spigot has become damaged and is missing. Of the (B)(4) received samples, (B)(4) were from lot 559431 and (B)(4) were from lot 559946. Examination of the received samples confirmed the customer's experience. (B)(4) 4364b drip chamber sub-assemblies were received at the manufacturing site for investigation of complaint in which the customer has reported the presence of black and brown spots on the drip chamber. Of the (B)(4) received samples, (B)(4)were from lot 559431 and (B)(4) were from lot 559946. Examination of the received samples confirmed the customer's experience. Upon closer examination it was noted that the particulates are embedded in the material of the drip chamber. H3 other text : see h.10.